Manufacturer narrative:
Quality safety evaluation of ptc received on 17-jun-2016: ptc global number (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. Device similar case listing: the list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 20-jun-2016 for the following meddra preferred terms: abdominal pain: the analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Company causality comment: this spontaneous case report refers to an adult female patient, who had essure (fallopian tube occlusion insert) inserted and experienced belly pain. Essure was removed via laparoscopy. This event, seen as abdominal pain, is serious due to medical importance and listed in the reference safety information for essure. Abdominal, pelvic and uncharacterized pain may occur during essure use. Therefore, considering the implied temporal relationship, causality with essure use cannot be excluded. Since essure removal was required, via laparoscopy, this case is regarded as incident. Other non-serious events were informed. The product technical analysis could not be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect.

Event description:
This is a spontaneous case report received from an adult female consumer via regulatory authority (reference number (B)(4)) in (B)(6) on 04-apr-2016 who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2014 for permanent sterilization. Three months after the check-up, she noticed continuous headache, hip pain, belly pain, crusty scalp, diarrheas, menstrual irregularities, belly swollen, legs pain and generalized tiredness. She took espidifen 1 or 2 for belly pain, paracetamol 1 or 2 for headache. Essure was removed by laparoscopy in (B)(6) 2016 and she took flazacort from (B)(6) 2016 as she has numb limp after surgery. She has recovered from headaches and crusty scalp, but the others remained mild. She denied other diseases. Her weight was (B)(6). All events were considered related by consumer. Company causality comment: this spontaneous case report refers to an adult female patient, who had essure (fallopian tube occlusion insert) inserted and experienced belly pain. Essure was removed via laparoscopy. This event, seen as abdominal pain, is serious due to medical importance and listed in the reference safety information for essure. Abdominal, pelvic and uncharacterized pain may occur during essure use. Therefore, considering the implied temporal relationship, causality with essure use cannot be excluded. Since essure removal was required, via laparoscopy, this case is regarded as incident. Other non-serious events were informed. Technical analysis has been requested.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.